Event description:
Spontaneous call from pt reporting cadd ms3 sn (B)(4) malfunctioning in the past week overnight when not in use, alarmed and had a blank screen. Today while using, the pump alarmed with a blank screen 3 times. No adverse effect reported. Pt successfully switched to using back up pump. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.